Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs show stable 5s parameters throughout support. Placement signal low alarms were observed. The root cause of the optical signal issue was not determined as no product was returned for analysis and no data log abnormalities in relation to reported issue were observed. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. The pump triggered a ¿placement signal low¿ alarm, although proper positioning was verified. The device was successfully weaned and explanted, and no patient harm was reported.